Event description:
While performing service for an unrelated issue, a field service engineer (fse) discovered an ongoing decrease in hemoglobin (hgb) voltage values on a unicel dxh 800 coulter cellular analysis system. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The fse replaced the hgb chamber assembly, resolving the event. The fse ran daily checks, which passed; the instrument was verified as operational post-repair. The evaluation of the field return part associated with this complaint, the hemoglobin chamber, was completed by the subject matter expert (sme) on (B)(4) 2015. The sme indicated that the hgb chamber and the hgb blank graph was included in the return and concluded that the chamber exhibits a film in the optical path; the hgb blank shows a bi-furcation increasing over time, which has been related to the hgb blank drift due to the presence of film. (B)(4).